Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic/pain delibilating, severe during cycle') in a 30-year-old female patient who had essure (batch no. D08061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back surgery in (B)(6) 2019, thyroid operation in 2016, pinched nerve, thyroid cancer, iron deficiency anemia and vaginitis. Previously administered products included for contraception: ortho evra from (B)(6) 2014 to (B)(6) 2016 and iud; for an unreported indication: depo-provera from (B)(6) 2014 to (B)(6) 2016. Concomitant products included cyanocobalamin (vitamin b 12) since 2012 and medroxyprogesterone acetate (depo-provera) since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"), 1 month 16 days after insertion of essure. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with metronidazole (flagyl) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, heavy menstrual bleeding, intermenstrual bleeding, vaginal infection, bladder disorder, urinary tract disorder, vaginal haemorrhage and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic / abdominal pain, vaginal infection, vaginal bleeding and hair loss. She wanted to remove essure but not scheduled. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Lot number: d08061; UDI: (B)(4). Batch no d08061 production date 2014-09-18 expiration date 2017-09-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-oct-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic/ pain deliberating, severe during cycle') in a (B)(6) year-old female patient who had essure (batch no. D08061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back surgery in (B)(6) 2019, thyroid operation in 2016, pinched nerve, thyroid cancer, iron deficiency anemia and vaginitis. Previously administered products included for contraception: ortho evra from (B)(6) 2014 to (B)(6) 2016 and iud; for an unreported indication: depo-provera from (B)(6) 2014 to (B)(6) 2016. Concomitant products included cyanocobalamin (vitamin b 12) since 2012 and medroxyprogesterone acetate (depo-provera) since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"), 1 month 16 days after insertion of essure. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with metronidazole (flagyl) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, heavy menstrual bleeding, intermenstrual bleeding, vaginal infection, bladder disorder, urinary tract disorder, vaginal haemorrhage and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic / abdominal pain, vaginal infection, vaginal bleeding and hair loss. She wanted to remove essure but not scheduled. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 01-oct-2021: mr received. Reporter information added. Essure removal details added. Action taken with drug updated. Case upgraded to serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.